Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the precautions portion of the thruway device instructions for use, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
It was reported that while operating the jetstream catheter over the thruway guidewire in the patient, the physician was advancing the jetstream catheter slowly but with difficulty due to the long occluded superficial femoral artery (300mm). After about 5 minutes of operation in a blades down mode, the tip of the jetstream catheter would not advance easily and the rpms were decreasing significantly. The physician continued to try to advance the jetstream catheter at which time, wire bind occurred of the jetstream catheter on the thruway guidewire. The physician then attempted to remove the jetstream catheter and the thruway guidewire as a unit. While removing jetstream catheter, the thruway guidewire broke at the level of the patient's iliac artery. The physician opted to end the case with the thruway guidewire still inside of the patient extending from the iliac artery down into the peroneal artery. The physician attempted to remove the guidewire with endovascular technique but was unsuccessful. Later that evening, the guidewire was removed surgically by the physician. The wire was removed intact and the patient was fine at the end of the surgical procedure. They ended the procedure after the wire broke as they were removing the jetstream catheter. Additional information received via email on (B)(6) 2019, "thruway broke at the level of the iliac artery with the rest of the wire extending down into the profunda artery. Most of the thruway was surgically retrieved from inside the patient's iliac, common femoral and sfa arteries. A small piece of the thruway (estimate length 2-4mm) was lodged in the patient's peroneal artery and could not be retrieved. It was lodged firmly in the wall of the peroneal artery which was about 3mm in diameter."